Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Note: mm* in this report indicates approximate distance in mm from the distal end of the device. Visual inspection revealed at 990 mm*, the core wire was exposed. At 1215 mm*, the urethane coat had been buckled. Magnifying inspection of the actual sample obtained the following results. At 985 mm*, urethane coat had been broken, and a buckling was found distal to the broken section. At 995 mm*, the urethane coat had been everted and broken. The broken end had been stretched. Streaky mark was observed on the exposed core wire surface. At 1215 mm*, the distal side of the buckled urethane coat had been everted and the proximal side had been broken. Electron microscopic inspection of the actual sample revealed that at 985 mm, abrasions had been generated on the urethane coat surface in the area between the buckling and the broken end. At 1215 mm*, the urethane of the buckling area was revealed to have been stretched. X-ray fluoroscopic inspection of the actual sample revealed that a broken end of the urethane coat was located underneath the buckled urethane coat. The outer diameter of the shaft was measured at the undamaged section and confirmed to meet the factory's control criteria. The outer diameters at the everted or buckled sections were found to be larger than the normal section. The undamaged section: 0.85 mm, the everted section at 985 mm*: 0.96 mm, the everted section at 995 mm*: 1.08 mm, the buckled section at 1215 mm*: 1.24 mm. Reproductive testing was performed and after giving some rotations to a metal torque device or a plastic torque device attached to the test samples, pushing and pulling manipulation were performed. As a result, when three rotations were given to the metal torque device and ten rotations to the plastic torque device before the pushing and pulling manipulation, the following damage was caused on the test samples. The urethane coat was broken and everted. The broken end was stretched. The core wire was exposed, and streaky pattern was generated on the surface. This state of the test samples was similar to that observed on the actual sample. IFU states: do not slip a tightened-up torque device over the wire, as this may result in damage to the wire. Do not use a metal torque device with the glidewire. Use of a metal torque device may result in damage to glidewire. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was subjected to an external load and the urethane coat was broken, everted, buckled, and therefore the outer diameter of the shaft became larger than normal, which prevented the actual sample from passing through the concurrently used catheter. From the reproductive test result, the above situation is likely to be created when a guidewire is used in combination with a metal torque device or a torque device attached to a guidewire is over-manipulated. In addition, the urethane coat of the actual sample had been buckled, it was impossible to confirm if there was a missing part in the urethane coat. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product release judgement record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved radi-focus wire appeared to have shredded a portion of the hydrophilic coating. It would not pass through a .035 boston scientific rubicon support catheter. This occurred straight out of the package ,and into the rubicon catheter. The patient was good, there was no patient injury. The procedure outcome was good. There was no patient injury, medical/surgical intervention required.